Event description:
Corin has been notified of a minihip / trinity revision due to dislocation and pain. It is unclear at this point whether the revision has already occured or is scheduled.

Manufacturer narrative:
Per 3465 - final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, and an update on the patient post revision were requested in order to progress with the investigation of this event. Nevertheless, the reported informed us that he did not have access to these data. Also, the devices explanted were not available for examination. The appropriate device details were not provided, and the relevant device manufacturing records have not been identified and reviewed. Based on the above, no further investigation can be conducted, and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including confirmation on whether the revision has already occurred or if it is scheduled, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Corin has been notified of a minihip / trinity revision due to dislocation and pain. It is unclear at this point whether the revision has already occurred or is scheduled.